Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, ten months and eighteen days post a port placement, the catheter allegedly fractured at the tip. It was further reported that one piece was able to be removed. Reportedly remain piece is still stuck in the patient and patient had experienced suction issue and catheter migrated from the left innominate vein to level of tricuspid valve and the port was removed by surgical intervention. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual evaluation was performed. The complaint sample was inside of a specimen cup with formalin. The complaint sample appeared to have residue and tissue throughout. The implantable port was removed from the specimen cup for further evaluation. The tissue was still attached throughout the port body and attached catheter. Due to excessive tissue throughout complaint sample, microscopic observation and functional testing were not performed. Therefore, the investigation is inconclusive for the reported fracture, material separation, migration, suction problem and difficult to remove as the returned sample was not in proper condition to test for the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, ten months and eighteen days post a port placement, the catheter allegedly fractured at the tip. It was further reported that one piece was able to be removed. Reportedly remain piece is still stuck in the patient and patient had experienced suction issue and catheter migrated from the left innominate vein to level of tricuspid valve and the port was removed by surgical intervention. The current status of the patient was unknown.